Event description:
The international customer reported the ventilator could not boot up. The device was not in use therefore there was no patient involvement or harm. The manufacturers service provider confirmed the reported problem. The service provider reported the monitor had a black screen and the unit was unable to go into diagnostic mode. The service provider replaced the cpu pcb board to address the reported problem. Final checkout was completed with no fault recurrence reported.